Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l catheter broken the following information was provided by the initial reporter; nurse tried to flush the cannula prior to ivab administration and noted cannula had tissued and therefore decided to remove it. When doing this only half of the cannula came out leaving part of the cannula in the vein. Patent required surgical removal under local anaesthetic - please see picture attached. On removal it appeared that the cannula had snapped. Patient reported hitting his hand in the region of the cannula twice prior to removal.

Event description:
Nurse tried to flush the cannula prior to ivab administration and noted cannula had tissued and therefore decided to remove it. When doing this only half of the cannula came out leaving part of the cannula in the vein. Patent required surgical. Removal under local anaesthetic - please see picture attached. On removal it appeared that the cannula had snapped. Patient reported hitting his hand in the region of the cannula. Twice prior to removal.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of catheter broken/ separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Nurse tried to flush the cannula prior to ivab administration and noted cannula had tissued and therefore decided to remove it. When doing this only half of the cannula came out leaving part of the cannula in the vein. Patent required surgical removal under local anaesthetic - please see picture attached. On removal it appeared that the cannula had snapped. Patient reported hitting his hand in the region of the cannula twice prior to removal.

Manufacturer narrative:
As no actual sample was returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.